Event description:
It was reported that there was blood noted in the lead and under the insulation. Blood was also present in the pace/sense port of the ICD. The lead and device were explanted. No patient complications were reported as a result of this event.

Event description:
It was reported that there was blood noted in the lead and under the insulation. Blood was also present in the pace/sense port of the ICD. The lead and device were explanted. It was reported that there were no patient complications as a result of this event. Follow-up with the clinic indicates that the lead was replaced due to high thresholds.

Manufacturer narrative:
The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Evaluation summary: analysis noted blood present the entire length of the lead in the distal conductor, as well as in the medial and electrode end of the rv (right ventricular) conductor lumen. Two cuts are also noted in the distal and rv conductor lumens. Analysis could not determine if this occurred at implant. Full lead was returned and analyzed. No anomalies were found. Analysis found little to no presence of blood/body fluid in the ventricular connector port or under the grommet. Other text : it was reported that there was blood noted in the lead and under the insulation. Blood was also present in the pace/sense port of the ICD. The lead and device were explanted. It was reported that there were no patient complications as a result of this event. Follow-up with the clinic indicates that the lead was replaced due to high thresholds. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination, device evaluated and alleged failure could not be duplicated damage, internal/external blood contaminated device high threshold.